Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where all patients were not showing up during user login. A technical support specialist dialed into the station, confirmed communication, verified that the device was synchronized and was sending and processing messages from the server, and confirmed that the issue was resolved. The specialist explained that the issue was caused by an ongoing server upgrade. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients were not showing on station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.